Event description:
The customer reports central monitoring system (cns) screen went blank and had "no video signal." The customer did a hard reset on the system multiple times, changed out video cables and display monitors, issue still exists. When booting up screen says "boot up failed" never boots into windows software only displays "boot up failure." Reference MFR # 8030229-2014-00081.